Manufacturer narrative:
Case (B)(4). B5: event description updated.

Event description:
On the literature article named "follow-up comparison between biological hemihip replacement and cemented hemihip replacement for the treatment of intertrochanteric fractures in elderly patients", it was reported that, one patient suffered from an unspecified cardiopulmonary event after a hip surgery. It was not reported if/how the adverse event was treated. The outcome of the patient in unknown.

Manufacturer narrative:
H3, h6: on the literature article named "follow-up comparison between biological hemihip replacement and cemented hemihip replacement for the treatment of intertrochanteric fractures in elderly patients" [1], it was reported that, one patient suffered from an unspecified cardiopulmonary event after hip surgery. The outcome of the patient in unknown. As this is a literature complaint, the part, used in treatment, was not returned for investigation. The part and batch number of the device is not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. A complaint history review was conducted. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.23 ed. 05/16. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medical documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. Internal reference: (B)(4).

Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report.

Event description:
On the literature article named "early diagnosis of lower limb deep vein thrombosis after major orthopedic surgeries", it was reported that, one patient suffered from an unspecified cardiopulmonary event after a hip surgery. It was not reported if/how the adverse event was treated. The outcome of the patient in unknown.